Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the pump alarmed no delivery. The customer's blood glucose was 187 mg/dl at the time of incident. The customer stated that the pump will stop during partial delivery and he will be prompted to rewind and prime. Troubleshooting was not completed because it was determined that there was large gap of air in the tubing. The customer was advised to discontinue using the whole set and to change site. The customer stated that he had a previous pump for 4 years with no concerns only upon using this replacement pump is when he received alarms. The customer was advised to call back for another replacement if the issues persist. The insulin pump was not returned for analysis.